Event description:
Per the clinic, during initial implantation on (B)(6) 2024, an intraoperative neural response telemetry (nrt), advanced nrts and transimpedance matrix measurement (tim) was attempted, however no measurements can be obtained. Only impedance can be measured and it was normal. The issue was not resolved, but the surgeon decided to close the surgery. On (B)(6) 2024, an imaging showed the tip of the electrode array was found to be folded over in the cochlea. Subsequently, the patient was placed under general anaesthesia on (B)(6) 2024 in order to perform a device repositioning surgery by using the same implant via a backup sheath. The measurements has been successfully obtained and showed a correct device placement. The implanted device remains.